Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was subsequently treated with a topical ointment. The implanted device remains and the patient will continue to be clinically monitored by their healthcare provider.

Manufacturer narrative:
It was reported that the patient underwent skin revision on (B)(6) 2017 using silver nitrate and the patient was prescribed an antibiotic power in addition to the topical ointment. Following treatment the infection has reportedly resolved and the patient has started to use the device.